Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI - (B)(4). Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. Failure analysis - the patties were received, and complaint was confirmed, 12 of 10 patties present on card. In addition, two extra patties are missing green string. Based on the lack of 2 strings on the extra patties, it is likely the machine faulted loading the green string and alarmed out after making 2 patties. The operator fixed the issue but did not clear out the patties that were made. The new stack of 10 was made and placed over the 2 bad patties and placed on the card. The finding is considered operator error. It can be determined that the root cause of this failure is likely attributed to ¿man¿, as the operator was supposed to confirm the 10-count. It would not be attributed to the machine, as per the process the machine creates a ¿test¿ pattie at the start of each run to verify the machine is functioning properly.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a packet of surgical patties with 12 items instead of 10. Also there were some patties with no strings attached.